Manufacturer narrative:
The reason for this revision surgery was the replacement of the femur and insert due to the patient having torn her collateral ligaments after 1.2 years of patient use the healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against this part and lot number, part number 233-02-103, lot number a1000002. The report indicates the root cause for the patient tearing their collateral ligaments was a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient tore all of her collateral ligaments due to a fall. The surgeon replaced the femur and insert.